Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('perforation of the uterus') and perforation ('perforation other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), alopecia ("hair loss"), anxiety ("anxiety / mental anguish"), tooth loss ("tooth loss"), fatigue ("chronic fatigue"), weight fluctuation ("wight changes"), mood altered ("mood changes"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, back pain, abdominal pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, alopecia, tooth loss, fatigue, weight fluctuation, mood altered, depression and stress outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('perforation of the uterus') and perforation ('perforation other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), alopecia ("hair loss"), anxiety ("anxiety / mental anguish"), tooth loss ("tooth loss"), fatigue ("chronic fatigue"), weight fluctuation ("wight changes"), mood altered ("mood changes"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, back pain, abdominal pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, alopecia, tooth loss, fatigue, weight fluctuation, mood altered, depression and stress outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("fallopian tubes perforation"), uterine perforation ("perforation of the uterus"), embedded device ("there are 2 metal coils present within the fallopian tubes and embedded deep into the myometrium") and perforation ("perforation other organs") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of anal sphincterotomy in 2018 and nausea, osteoarthritis, penicillin allergy, sinus operation, gerd, asthma, rectal lesion, ankylosing spondylitis, migraine, anxiety, parity 3 and multigravida. Concurrent conditions were listed as gastrointestinal disorder, post coital bleeding, headache, nausea, joint swelling, rectal bleeding, abdominal pain, left lower quadrant pain, hemorrhoids, dysmenorrhea and menorrhagia. Concomitant products included celecoxib since (B)(6) 2021, acetaminophen (paracetamol) since (B)(6) 2021, lyrica (pregabalin), amitriptyline, tramadol, lorazepam, rizatriptan for migraine, naproxen, hydromorphone and opioids. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and medically important), uterine perforation (seriousness criteria hospitalisation and medically important), embedded device (seriousness criterion intervention required), perforation (seriousness criteria hospitalisation and medically important), pregnancy with contraceptive device ("unintended pregnancy"), back pain ("chronic back pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), alopecia ("hair loss"), anxiety ("anxiety / mental anguish"), tooth loss ("tooth loss"), fatigue ("chronic fatigue"), weight fluctuation ("wight changes"), mood altered ("mood changes"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (hysterectomy & salpingectomy laparoscopic bilatera and hysterectomy vaginal laparoscopic assisted (lavh),salpingectomy laparoscopic bilateral). At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, fallopian tube perforation, uterine perforation, embedded device, perforation, pregnancy with contraceptive device, back pain, abdominal pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, alopecia, tooth loss, fatigue, weight fluctuation, mood altered, depression and stress were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2016: tudy: CT abdominal pelvis with contrast requisition: clinical history: rule out diverticulitis essure device noted in both fallopian tubes impression: no evidence of diverticulitis. Left-sided adnexal cyst, likely of ovarian origin; on (B)(6) 2017: history: rule out colitis. Summary: no evidence of colitis. No acute abnormality; on (B)(6) 2019: clinical history: rule out diverticulitis. Findings: bilateral fallopian tube clips. Impression: epiploic appendagetis involving the proximal sigmoid colon. [Pathology test] on 10-aug-2021: specimen : uterus and bilateral tubes clinical history : history tubal coils, menorrhagia, dysmenorrhea diagnosis : uterus with cervix and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterine cervix: no pathological diagnosis uterine corpus: proliferative type endometrium, negative for atypical hyperplasia and malignancy adenomyosis bilateral fallopian tubes - coils present in fallopian tubes and cornua on x-ray comment: each fallopian tube with uterine cornu was excised en bloc and confirmed on x-ray to have the (essure) coils. Gross description: . There are 2 metal coils present within the fallopian tubes and embedded deep into the myometrium in the cornua [smear cervix] in 2014: infective endocarditis (ie) [ultrasound pelvis] on (B)(6) 2013: findings:. The essure is seen from the fundal endometrial cavity to both sides of the tubes.; on (B)(6) 2017: findings: parallel echogenic lines are seen in fundus bilaterally likely representing an embedded iud in myometrium or calcified uterine arteries. Former is most likely. Impression: fatty liver. Questionable embedded iud in myometrium.; on (B)(6) 2021: the patient is perimenopausal. The endometrium is 6 mm thick without focal abnormality. Neither the right or left ovary is identified. No free fluid. No pelvic mass. In the comua of the uterus, there are coils present from previous tubal occlusion procedure [ultrasound scan vagina] on (B)(6) 2017: uterus and endometrium are normal. Iud in good position. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. New event device embedded added. Lab data including (surgical pathology report) are added. Medical history, concomitant drugs are added. New reporters are added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.